Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2011-00433. The pt received an scs system on (B)(6) 2006 including an ipg and two percutaneous leads for low back and left-sided hip and leg pain. It was reported that the pt has not utilized the scs system in over a year. When she attempted to initiate therapy to address a new pain area, the pt allegedly felt no stimulation. Diagnostic tests revealed invalid impedance measurements for all lead contacts. Fluoroscopic images were also taken; but no visible anomalies were observed. A decision regarding the next course of action in this matter has not been finalized.